Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, there was a tissue pushout event involving a blue sureform 60 reload and a sureform 60 stapler instrument. Per the surgeon, about halfway through the second firing sequence, the target tissue was pushed forward/dragged, resulting in missing staples in the staple line and "not a lot" of bleeding in the area of the misshaped staples. The surgeon created a new staple line medial to the incomplete line. At the time of the event, the surgeon was creating the gastric pouch; the target tissue was normal gastric tissue, with no calcifications, no exposure to radiation or chemotherapy, and no tissue tension or bunching. The blue sureform 60 stapler reload is the surgeon's typical choice for this part of the procedure. The instrument was inspected prior to use, with no damage observed. No error messages were generated at the time of the event, and there were no clamping issues prior to the firing sequence in question. The surgeon did not fire over an existing staple line, there were no obstructions between the jaws of the instrument when the issue occurred, and buttress material was not used. The procedure was completed robotically.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested for return of the stapler reload and instrument for failure analysis. However, as of the date of this report, isi has not received the products for evaluation. If additional information is obtained, a follow-up MDR will be submitted. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. An stapler log review was completed. The following additional information was provided. The logs show the sureform 60 stapler instrument (part #480460-09, lot #l12221011-0316) was installed 10 times on the system and fired ten reloads (8 blue, followed by two white). There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. On installs 2, 3, and 6, there were two successful clamps before the reload was fired. On installs 1, 9, and 10, there was one pause for compression. On all other installs, there were no pauses for compression. There were no stapler-related errors in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, there was a tissue pushout event involving a blue sureform 60 reload and a sureform 60 stapler instrument. The target tissue was pushed forward/dragged, resulting in missing staples in the staple line and bleeding in the area of malformed staples. The surgeon created a new staple line medial to the incomplete line. At this time, the cause of the customer reported failure mode and complication is unknown.

Manufacturer narrative:
In relation to the reported event, the customer returned a sureform 60 stapler instrument (part #480460-09, lot #l12221011-0317) for failure analysis evaluation. However, based on a review of the system logs, there is no evidence that this specific stapler instrument was used during the procedure in question based on the event/procedure date/procedure name and da vinci system serial #(B)(6) provided. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts. The stapler initialized, clamped, fired, and unclamped without issues during in-house testing. A review of logs showed no firing failures. There was no problem detected. Additional observation found during failure analysis but not reported by site: the instrument was found to have an imprecise roll motion. The sureform 60 instrument grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly in the roll direction. The instrument would move in the correct direction, but a lag was observed. The root cause of this failure is not determinable/applicable. Signs of corrosion and an orange discoloration were found on the instrument roll gear. The root cause of corroded/contaminated instrument bearings is attributed to transport/storage.

Manufacturer narrative:
In relation to the reported event, the customer returned the sureform 60 stapler instrument (part #480460-09, lot #l12221011-0316) which was used during this reported incident. Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization, recognition and engagement tests multiple times. It moved intuitively with full range of motion in all directions. The jaws opened and closed properly, it also clamped, fired, and unclamped successfully twice when fired with green sureform 60 reloads twice. No firing failures were observed during log review. An additional observation not reported by site: the housing was removed and the instrument was found to have bearing corrosion. As a result, friction was observed when the instrument was manually rotated off the system. Grinding friction is observed when the main tube is manually rotated. The root cause of this failure is attributed to transport/storage.

Event description:
Refer to h10/h11 for follow-up information.